Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information received, during a laparoscopic cholecystectomy procedure, the reducer fell into the patient cavity but was retrieved with forceps. The device also made a strange noise. Another device was used to resolve the issue. Patient is stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the photograph depicts the obturator inserted into the device with a side view of the disengaged circular seal. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal cut and disengaged. The outer rubber seal was pulled away from the center fabric of the seal. The cannula, trocar and envelope seal were not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, reducing part of the trocar dropped into the patient while inserting the clipper. The reducer fell into the patient cavity but was retrieved with forceps. The device also made a strange noise. Another device was used to resolve the issue. No injury as a result of the event. Patient is stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of device. The visual inspection of the photograph depicts the obturator inserted into the device with a side view of the disengaged circular seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, reducing part of the trocar dropped into the patient while inserting the clipper. No injury as a result of the event. No additional information was provided.